Event description:
A customer reported to baxter corporate product surveillance an unknown amount of clearlink y-type catheter extension sets in which, when attempting to pull the packaging apart from one another, the packages were torn open. Therefore, the sterility of the product was compromised. According to the report, the perforation between the two packages was not as defined as normal. The alleged defect occurred before use. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. During visual inspection it was identified that the sample was torn open along one side of the seal. The visual inspection confirmed the customer reported condition. The root cause has been identified and is related to a manufacturing deficiency. In order to address this condition, retraining has been conducted. Additional information: this issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.